Event description:
Pt underwent a laparoscopic cholecystectomy. Harmonic hand-piece malfunctioned by shutting off. Generator showed error sign. Generator was turned off and the unit was re-booted. Distal jaws of the device melted and noted to be scorched. Bovie with j hook attachment was then utilized. No injury to the pt occurred. Biomedical team in to evaluate the generator. Testing of the generator revealed all outputs and modes were within specifications.